Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned attachment was tested by manufacturing personnel and did not meet production specifications for sheath rotation specification criteria. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 33.9°c and 33.4°c under load testing with coolant spray on. These temperatures did not exceed requirement. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed minor gear wear on the head-tail and head assemblies. Cap and head cavities and inner components also looked good with only minor debris.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.